Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was not straight and loose. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out, and the luer lock connection was tightened. Customer's blood glucose was 175 mg/dl.